Event description:
The customer received questionable results for multiple assays on their p-module analyzer since yesterday. The customer tried to doing a probe adjustment yesterday when this occurred and the probe alignment looked ok. This morning, the customer noticed there appeared to be dried reagent on the reaction cells. The customer provided four patient results, of which there was one discrepant phosphorus result that was reported outside the laboratory. The patient's initial phosphorus result was 18.5 mg/dl. The repeat result from another p-module, serial number not provided, was 3.2 mg/dl. The customer considered the 3.2 mg/dl result to be correct and it was issued as a corrected report. There were no adverse events. The phosphorus reagent lot number was 65004301 and the expiration date was 12/31/2012. The field service representative found a misadjusted r2 probe. He adjusted and realigned the r2 probe. He observed the customer perform quality control and a precision run that recovered within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.